Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic colectomy, the firing knob was broken off at the 4th firing. The device was used between the jejunums. No pieces were left inside the patient. The staple height was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 01/27/2020. D4: batch#: t5d92t. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 54 drivers up and the remaining drivers were down with staples present; the swing tab in the locked position. No functional test could be performed due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.